Manufacturer narrative:
Product evaluation found lens returned in liquid in a lens case/vial with clear surgical residue/debris on product. Visual inspection found no damage to lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -10.50 diopter, in the patient's right eye (od). The patient experienced low vault and the lens is planned to be exchanged.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -10.5 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. On (B)(6) 2017, the patient's post-op best corrected visual acuity (bcva) was 20/20. (B)(4).